Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument broke during surgery - wire. It was discovered that the instrument was broken, and it was replaced. The broken instrument was taken out of service. It is unknown how the procedure was completed or if the reported event had any impact on the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.